Event description:
I do not remember the exact date my silicone breast implants (c) were placed other than it was within the year 2002. They almost immediately caused me to feel ¿off¿ and not right. I am now having serious breathing and vascular problems bc they move around in my chest into my collar bones and axilla, hurting my ribs, etc, which has gotten very bad since breaking my back and pelvis (B)(6) 2019. Loss of consciousness, hypoxia, serious pain, deformity and disfiguration, interferes with normal bone, joint, heart, lung and vascular function. My implants were placed by dr. (B)(6) with (B)(6) plastic surgery in (B)(6) in 2002. They were original placed via axillary approach, placed too far apart so I was taken back to the operating room a couple weeks later, they were removed and repositioned from an inferior approach and underneath my pecs. There was an open hole in my axilla after this that drained small amount of pus, which I was put on antibiotics for by(B)(6) partner, no other treatment at that time. Still presently in my chest and causing serious health problems. The implants are causing my chest to swell occasionally, trouble breathing, pain and capsular contracture is present. I have reached out to previous pcps with (B)(6) health who told me it was ¿cosmetic¿ and they could not help me to contact a plastic surgeon. My present doctor with the (B)(6) clinic told me to contact the FDA etc because I have not known who to reach out to and am very unwell with decreased cognitive and physical abilities at this time.